Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.